Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according with the information reported the patient experienced a local reaction and a rupture in the breast implant. During evaluation of the device it was observed to be ruptured. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No other anomalies were discovered. Causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. However, mentor performs 100% inspection and testing of all devices prior to release and maintains a comprehensive quality assurance system in compliance with the FDA's good manufacturing practice regulations. Reason for device explant and/or reoperation: rupture. Concomitant medical products: 125cc mentor smooth round moderate profile gel-filled catalog: 3507125bc lot: unknown serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian patient who underwent primary breast augmentation surgery with a 125cc mentor memorygel breast implant experienced right sided rupture post procedure. A magnetic resonance imagery was performed on (B)(6) 2019 which confirmed right sided rupture. Patient also experienced right sided swollenness. As a result, patient had an explantation on (B)(6) 2019.